Event description:
It was reported that wire detachment occurred. The target lesion was located in the left main coronary artery. A comet ii pressure guidewire was being used. During removal of the comet ii pressure guidewire from the ramus into the left main, the physician felt resistance. The physician pulled the wire harder, and the wire broke. The detached tip of the wire was left inside the patient. The procedure was not completed, but the patient will undergo cardiac bypass surgery to remove the detached tip. The patient is stable, and no further complications were reported.